Manufacturer narrative:
As reported, the plug button of a 6f exoseal vascular closure device (vcd) could not be pressed. Hemostasis was achieved through manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure and employed a retrograde approach. The physician had achieved certification on the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. The device was used with a 6f non-cordis sheath. The device was stored and prepped according to the instructions for use (IFU). Regarding the puncture femoral site, the suitability of the femoral artery was verified through angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When the button was attempted to be depressed, it could not be depressed at all. The indicator window was showing solid black at this time and did not show any red color during retraction. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window. Then, it was proceeded with deployment lever depression. The lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device. The functional analysis was completed, and full lever depression was obtained with successful plug deployment and indicator window changes. The guard was locked, and no anomalies were noted to the internal mechanism. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug button of a 6f exoseal vascular closure device (vcd) could not be pressed. Hemostasis was achieved through manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure and employed a retrograde approach. The physician had achieved certification on the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. The device was used with a 6f non-cordis sheath. The device was stored and prepped according to the instructions for use (IFU). Regarding the puncture femoral site, the suitability of the femoral artery was verified through angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When the button was attempted to be depressed, it could not be depressed at all. The indicator window was showing solid black at this time and did not show any red color during retraction. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.